Event description:
Customer informed an erbe USA rep of an injury to a pt. Pt undergone a sphincterotomy (ercp). Upon returning to the gi lab, the papilla was found to be "completely healed from the apex down...as though the ercp had never been done (i.e., basically it rehealed itself)." Therefore a second sphincterotomy was performed (note: the first procedure was performed sometime in 8/2000 and the second procedure in 11/2000). After the second procedure, the pt developed pancreatitis and under went surgery. It was reported that the pt is now okay.

Event description:
Customer informed an erbe USA of an injury to a pt. Pt undergone a sphincterotomy (ercp). Upon returning to the gi lab, the papilla was found to be "completely healed from the apex down... As though the ercp had never been done (i.e., basically it rehealed itself)." Therefore a second sphincterotomy was performed (note: the first procedure was performed sometime in 8/2000 and the second procedure in 11/2000). After the second procedure, the pt developed pancreatitis and under went surgery. It was reported that the pt is now okay.